Event description:
It was reported that the customer passed away due to cardiac arrest, kidney failure and diabetic hypertension. It was stated that the customer was wearing the insulin pump at the time of her death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a cracked reservoir tube lip and scratched display window.